Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome. The patient reported that they wanted to have their implantable neurostimulator (ins) checked because it felt like it was sending a ¿light signal¿ and ¿leaking¿ 24 hours a day. The patient stated that they previously shut the ins off, but the issue persisted. Communication was sent to the field. No further complications or symptoms were reported or anticipated.